Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a lap. Lower anterior resection, it was connected as usual, the opening and closing was checked, but when trying to fire, the device could not fire at the 1st firing. The cartridge was replaced with a new one, and the firing was completed without problem. After the procedure, the cartridge was reconnected outside the patient, when firing was attempted to be performed outside the operation field, the firing could be performed until the end. There was no patient harm.